Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has also had the left tkr with like products which have been revised. Patient presented approximately 1 1/2 years ago with a swollen and aching knee. X rays show osteolysis of the patella. On opening the knee I sinus was evident in the superficial infra patella bursa, the soft tissue looked fairly necrotic and vertical scratched ste evident on the femur with rotational scratches evident on the tibia. The patella lesion bone grafted and resurfaced.